Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that this spinal cord stimulation (scs) device was replaced due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported.

Event description:
It was reported that this spinal cord stimulation (scs) device was replaced due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported. Additional information was received that the scs implantable pulse generator (ipg) was replaced because it was not holding a charge and required frequent charging. The ipg was discarded per hospital policy and will not be returned for analysis. Postoperatively, the patient was doing great and reported beneficial therapeutic outcomes.

Manufacturer narrative:
B3: estimated based on gfe response from sales representative, considering the progression of the issue over the time.